Event description:
After a 100% positive trial of an abbott proclaim scs, I had a device implanted. After a dozen adjustments the device has no discernible positive results for pain relief of any kind. In addition the implant itself is painful.